Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The service repair technician (srt) could not duplicate the reported issue. A representative from the flowmeter supplier suggested to replace the flow meter. The flowmeter was replaced and the unit was reconditioned. The unit operated to the manufacturer's specifications. Per data log analysis, there were no indication of an issue in the log on 26-sep-2019. The log did not confirm the complaint.

Manufacturer narrative:
The manufacturer's technical support specialist replaced the electronic patient gas system (epgs) and completed performance and verification release testing. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the epgs to operate as intended. No flow discrepancies were observed.

Event description:
The manufacturer's technical support specialist reported that during notice of field correction (nfc) the flow of electronic patient gas system (epgs) was out of range. There was no patient involvement.